Event description:
It was reported that the pump system was replaced due to a motor stall. A motor stall without recovery occurred on the patient's pump due to electromagnetic interference (emi). The patient was in the healthcare provider (hcp) office with beginning signs of withdrawal, and the motor stall was discovered. The pump logs indicate the motor stall occurred on (B)(6) 2012. The pump was replaced on (B)(6) 2012. The medications in the pump were dilaudid and baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Final analysis of the pump found pump motor gear train anomaly and/or corrosion/wear/lubrication. Final analysis of the catheter found coring tears/cuts in the seal of the catheter sutureless connector. The catheter met leak criteria.